Manufacturer narrative:
On 10/23/2019, mentor became aware that the serial number of the impacted product is either (B)(4) or (B)(4).. Section d has been updated with available information on this form. Additional information has been requested, but not yet received. If additional information is received, it will be updated and supplement will be submitted. Also, mentor became aware that the replacement devices used (B)(6) 2017 were catalog number 3502800; serial number (B)(4) on the left side and catalog number 3502800; serial number (B)(4) on the right side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 290cc saline breast prosthesis that deflated after implantation. The patient woke up and noticed deflation of the right breast prosthesis. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 07/17/2019, mentor received additional information about the event. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number of the suspect medical device is 231159. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/2019, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with mentor smooth round high profile 310cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).